Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a bilateral inguinal hernia repair the dissector balloon would not stay inflated whilst camera was inserted into port. The gas valve on the body of the device was not working and making a "hissing sound". Patient was not harmed due to the faulty device, although the surgeon did have to change the procedure from laparoscopic to open due to the multiple problems with the device.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functionally, the trocar balloon and the dissector balloon were inflated and did not demonstrate any leaks. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Device received for evaluation; device evaluation pending; device identification and manufacturing numbers; (B)(4).